Manufacturer narrative:
The associated complaint device was returned and evaluated. Per complaint, during a hip revision procedure due to subsidence, the tip the impactor rod broke-off and remains inside the primary synergy stem, which was ultimately left in vivo. The tip of the returned stem impactor rod, which engages with the hip stem in order to fully seat it into the femur, is fractured. The tip fracture is most likely due to impact forces. If during impaction, sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. Manufactured in 1997, this instrument exhibits signs of repeated use and significant wear. A review of complaint history did not reveal additional complaints for the listed batch. The patient impact beyond the revision procedure itself cannot be determined, as the non-implantable foreign body/impactor tip reportedly remains within the stem and ¿no patient effect¿ was reported. No further clinically relevant information were provided for inclusion in a medical investigation. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective actions is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
According to new information provided, it was confirmed that the broken tip was left inside in the primary stem which it's inside patient's body.

Event description:
It was reported that the tip broke off in the stem upon extraction.